Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion, prime/compromised force sensor system tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motion sensor test failure alarm. They were unable to verify the motor position encoder error alarm due to erased history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis. The customer stated that he will use his backup pump but it alarmed unexpected restart when he inserted a new battery. The customer was assisted with the displacement test and the pump passed.